Event description:
Device #2 of 2: reference MFR. Report: 1627487-2015-26720. Follow up information identified the patient underwent surgical intervention to remove and replace the ipg. Lead diagnostics intraoperatively revealed no anomalies. The existing leads were connected to the new ipg and impedances were normal. The patient is receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2015-26720.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2015-26720